Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) system, the patient experienced bradycardia in supine position as observed on the electrocardiogram (ECG) monitor. It was also reported that radiological evaluation confirmed that  the right ventricular (rv) lead had dislodged and pulled into the enlarged right atrium. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.